Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0v686, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the pocket site was infected and the whole system was explanted. It was noted that the event occurred post operatively. The signs of infection were observed by a physician. No troubleshooting/ diagnostics were performed. The issue resolved at the time of report. Additional information received from a manufacturer representative reported that a replacement device was put in on (B)(6) 2015. This event was previously reported in MFR. Report #6000153-2015-00135. Additional review determined it was more appropriate for the MFR. Report to be submitted on this device, the implantable neurostimulator, rather than the lead. Any additional information received regarding the event will be included as part of this report.